Event description:
Description of event according to initial reporter: primary disease: thoracic aortic dissection. Access route: the right femoral artery. Device used: zta-pt-34-30-209-w1 (lot# e4441665). Zta-p-30-201-w1 (lot# e4270311). Zta-de-30-108-w1 (lot# e4368288). Upon opening the package, the sheath of zta-de-30-108-w1 was found to be quite bent. Since the sheath had been bent in another case, but there was no problem, the user started the preparation without much concern this time as well. Although resistance was felt when removing the protective stylet, the user advanced the introduction system along the pre-positioned wire guide. However, the introduction system stopped advancing before entering the patient's body. As quite strong resistance was felt, the user took it easy and refrained from using it. In the end, other stent grafts were touched up with a coda balloon confirming no endoleak, and the procedure was completed without additional distal extension. Updated on 05dec2023: it was confirmed that the initial intention of deployment of zta-de-30-108-w1 had been to treat type 1b endoleak occurred at the distal of zta-p-30-201-w1 (zta-pt-34-30-209-w1 had been deployed at proximal and zta-p-30-201-w1 had been deployed at distal) the endoleak had disappeared by touch up with coda balloon (B)(4).

Manufacturer narrative:
Manufacturer ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. G4) similar to device under PMA/510(k) p140016. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: a patient underwent thoracic endovascular aortic repair (tevar) to treat a thoracic aortic dissection. The plan for the procedure was to deploy two stent grafts, zta-pt-34-30-209-w1 at proximal and zta-p-30-201-w1 (complaint device) at distal. The proximal landing zone was in an artificial blood vessel with a diameter of 28 to 29mm and a length of 50mm. The distal landing zone was slightly funnel-shaped with a diameter of 27-29mm and a length of about 20mm. After deployment a type 1b endoleak was detected at the distal end of zta-p-30-201-w1. It was decided to treat this by adding a distal extension zta-de-30-108-w1 but upon opening the package, the sheath of zta-de-30-108-w1 was found to be quite bent and due to resistance when advancing over the wire guide it was decided not to use it (related complaint). The zta-p-30-201-w1 were instead touched up with a coda balloon confirming no endoleak, and the procedure was completed without an additional distal extension. Review of the device history record gave no indication of the device being produced out of specification. It should be mentioned that per the IFU ¿the zenith alpha thoracic endovascular graft is indicated for the endovascular treatment of patients with aneurysms or ulcers of the descending thoracic aorta¿ and using the zta devices for treatment of thoracic aortic dissection is considered outside the IFU. Upon review of the limited provided information (no imaging has been provided), it has not been possible to determine an exact cause for the type 1b endoleak . The distal landing zone was slightly funnel shaped (27-29mm diameter) and the diameter of the zta-p-30-201-w1 placed distally was slightly undersized for a vessel with a diameter of 29mm. It cannot be ruled out that sizing and the use of zta devices to treat dissection could potentially have contributed to the type 1b endoleak. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.